Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced electrode migration into the blind sac closure and inadvertently pulled out the electrode array while scratching the ear. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery. The manufacturer became aware upon receipt of the explanted device on (B)(4) 2012.